Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 595cc gel breast prostheses that both ruptured after implantation. Bilateral rupture was discovered during an explantation surgery on (B)(6) 2021. The removed breast prostheses were replaced with mentor memorygel breast implant 790cc gel breast prostheses. Additionally, the removed breast prostheses were discarded after explantation surgery. This medwatch report is for the patient¿s right breast prosthesis.